Manufacturer narrative:
(B)(4).

Event description:
It was reported the physician reimplanted the lv lead due to lead dislodgement. No adverse consequences for the patient before, during and after the procedure were reported.